Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a patient had a dislocated left hip. The acetabular cup was removed along with screws, mdm liner and insert. A new cup with mdm insert liner and insert were implanted. The femoral stem and head are competitor components.